Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The clinical diagnosis was it medication withdrawal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving hydromorphone, bupivacaine, and baclofen (doses and concentrations unknown) via an implanted infusion pump. The indication for use was malignant pain. It was reported that the patient was unable to be reached to schedule her pump refill appointment after cancelling the existing refill appointment. The patient contacted the clinic reporting withdrawal symptoms including dry heaving, sweating, diarrhea, and chills. The patient stated that the pump began alarming on (B)(6) 2018, but she was not able to drive the distance so the office any longer. It was later noted that interrogation confirmed the low reservoir alarm occurred on (B)(6) 2018 and the empty reservoir alarm occurred on (B)(6) 2018. The patient started oral baclofen, hydromorphone, and clonidine. On (B)(6) 2018, the patient presented to the clinic for a pump refill and reported increased pain secondary to empty pump. On (B)(6) 2018, the patient experienced worsening of pain. The event resolved without sequelae on (B)(6) 2018. The etiology indicated the event was related to the device or therapy and not related to the implant procedure. No further complications were reported or anticipated.